Event description:
The customer returned the product to posey without reporting it prior to its return, and there was no complaint info provided. Inspection of the product by posey shows that the alarm has intermittent power.

Manufacturer narrative:
Eval: results: - eval of the returned product shows that the battery door is broken and the alarm has intermittent power.